Event description:
It was reported that the pump touchscreen was cracked and unresponsive to touch input. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.